Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6: unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).